Manufacturer narrative:
Result code: missing footboard lid exposing metal hinge sharp edges.

Event description:
It was reported by service report that there the footboard lid was missing and exposing the metal hinge sharp edges. No pt involvement or adverse consequences were reported.